Event description:
A home pt contacted baxter's technical service ctr regarding a system error 2240 message that appeared on the display of home pt's homechoice machine during the initical drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt left the clamp closed on the pt line during prime. When they opened the clamp, they received an air detection alarm shortly after. Baxter's technical service ctr assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt.